Event description:
Journal reference: schupbach m, maltete d, houeto jl, et al. Neurosurgery at an earlier stage of parkinson disease: a randomized, controlled trial. Neurology. 2007; 68(4): 267-271. The article describes the results of a study involving 20 patients being treated with bilateral or unilateral deep brain stimulation (dbs) for symptoms related to advanced parkinson disease. The goal of the study was to assess whether surgery at an early stage would maintain quality of life as well as improve motor function. The patients had parkinsons disease for a short duration 6.8 yrs plus or minus 1 year. Patients were assessed at 6, 12 and 18 months. Some patient complications were noted during the study. Four patients (leads n=4) experienced transient depression. Treatment and additional outcome info was not provided.